Event description:
It was reported that the patient experienced hypoglycemia while using subcutaneous insulin via pen, with the patient attributing the low glucose to recent exercise and lack of food intake; troubleshooting and education were provided and the event aligned with a low glucose of 54 mg/dl. Investigation included review of use conditions and user feedback. Further investigation of this case revealed no device malfunction reported and a plausible physiological cause related to exercise without carbohydrate intake. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included transient impact without hospitalization. It was concluded that, based on previously established findings for similar reports, the event was due to user conditions with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.